Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient fell back in (B)(6) 2009, in which their pump was hit and did not recover from the incident. The patient's site was noted as painful and sore. It was indicated that saline was currently in the pump. The patient indicated, she would like to have pump explanted.